Manufacturer narrative:
Qn#(B)(4). The reported complaint of "late inflation on both ECG and autopilot modes" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service engineer serviced the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " helium tank was alarming for low volume but tank had just been changed and connections checked. [User] noted that the timing was inappropriate, late inflation on both ECG and autopilate modes. Leads and stickers changed with no changes. Helium tank/balloon would also not inflate for multiple seconds at random periods of time even though 1:1 timing was on. The consule was changed out per CT surgery team and the patients hemodynamics improved once the consule was changed, indicating it was a problem with the machine and not the catheter. Placement was also verified with cxr. When the machine was turned off for zeoring or to change the cosule with was also noted that hemodynmics improved. Patient ended up going comfort care and passing later that shift (not related to iabp malfunction)". Please see associated MDR#3010532612-2025-00201.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " helium tank was alarming for low volume but tank had just been changed and connections checked. [User] noted that the timing was inappropriate, late inflation on both ECG and autopilate modes. Leads and stickers changed with no changes. Helium tank/balloon would also not inflate for multiple seconds at random periods of time even though 1:1 timing was on. The consule was changed out per CT surgery team and the patients hemodynamics improved once the consule was changed, indicating it was a problem with the machine and not the catheter. Placement was also verified with cxr. When the machine was turned off for zeoring or to change the cosule with was also noted that hemodynmics improved. Patient ended up going comfort care and passing later that shift (not related to iabp malfunction)". Please see associated MDR#3010532612-2025-00201.